Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the left ventricular (lv) lead had failed to capture. X-ray was performed which confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.